Event description:
It was reported that the device under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample was returned for investigation. Sample was received in used conditions without original packaging, decontaminated and inside a plastic bag. Visual inspection and functional test were performed. Visual inspection showed that no damages, obstruction or any other defects in the joints of the product. For functional testing, the samples were set for accuracy testing; sample one passed; sample two failed; sample three failed; sample four passed. The failure mode reported was confirmed. The root cause was traced to the supplier and manufacturing. CAPA-000903 was opened on (B)(6) 2022 to investigate the under-delivery/ non-delivery issue reported, and to serve also for corrective action. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).